Manufacturer narrative:
The device and lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) lead exhibited increased shock impedance measurements. Technical services reviewed the available device data and confirmed the shock impedances had been gradually increasing, with an out-of-range measurement of 133 ohms on november 5. The stored episodes were reviewed and no noise was observed. Technical services recommended bringing the patient to the clinic for troubleshooting, and continuing to monitor the impedance measurements on the remote monitoring system. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) lead exhibited increased shock impedance measurements. Technical services reviewed the available device data and confirmed the shock impedances had been gradually increasing, with an out-of-range measurement of 133 ohms on (B)(6). The stored episodes were reviewed and no noise was observed. Technical services recommended bringing the patient to the clinic for troubleshooting, and continuing to monitor the impedance measurements on the remote monitoring system. No adverse patient effects were reported. The field representative later reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal battery depletion. During the procedure, the associated rv lead was surgically abandoned and replaced. The explanted device was later returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The header was firmly attached; the seal plugs were intact and the setscrews moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported out-of-range shock impedance measurements.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) lead exhibited increased shock impedance measurements. Technical services reviewed the available device data and confirmed the shock impedances had been gradually increasing, with an out-of-range measurement of 133 ohms on november 5. The stored episodes were reviewed and no noise was observed. Technical services recommended bringing the patient to the clinic for troubleshooting, and continuing to monitor the impedance measurements on the remote monitoring system. No adverse patient effects were reported. The field representative later reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal battery depletion. During the procedure, the associated rv lead was surgically abandoned and replaced. The explanted device was not returned, so a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.